Event description:
It was reported that the needle pierced through the bd insyte-n¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter: "needle went through middle of the catheter.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 19-sep-2022. H6: investigation summary our quality engineer inspected the samples submitted for evaluation. Bd received 3 unsealed 24ga x 0.56in. Insyte autoguard units. Only one 24g catheter was received with the needles, which were received in their shielded state. The reported issue of difficulty threading the catheter, a dull needle, and a needle piercing through the catheter were confirmed from the samples that were returned for investigation. A microscopic examination of the catheter tip revealed a rough edge. Whether the edge was damaged during manufacturing or during the insertion process could not be determined. The rough edge of the catheter may have been a contributing factor in the reported complications during insertion. A functional test of the catheter revealed a leak in the tubing. A microscopic examination of the leak site revealed evidence that the catheter had been pierced with the needle. This type of damage can inadvertently occur during use. It was reported that the catheter was pierced on the same sample that had a dull needle. A microscopic examination revealed a blunted tip on one needle; however, due to the evidence of use, it could not be determined how or when the needle was blunted. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the needle pierced through the bd insyte-n¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter: "needle went through middle of the catheter".